Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a an asymptomatic patient presented remotely with a discrepancy between reported atrial fibrillation and automatic mode switch events found on the pacemaker. A number of atrial fibrillation events were reported despite there being no recent events. No action was taken to address the issue. The patient was stable throughout.